Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including using the multi-function cable and CPR adaptor without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show a cable fault message and an unsupported cable/electrode entry, which indicates that the device did not properly identify the cable/electrode connected. The logs also showed no evidence that the device detected a valid patient impedance, therefore would not display a signal. Without a signal, the analyze function would not perform. The electrode pads were not returned as part of this investigation, without the electrode pads, root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient, the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.